Event description:
Patient reported capsular contracture baker grade unknown. Healthcare professional reported capsular contracture baker grade ii-iii. This relates to the left side. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ deformation observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade ii-iii.

Event description:
Patient reported capsular contracture baker grade unknown. Healthcare professional reported capsular contracture baker grade ii-iii. This relates to the left side. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photos identified, capsular contracture: unable to observe, as it is a medical event. That is not related to the device.

Event description:
Patient reported, capsular contracture, baker grade unknown. Healthcare professional reported, capsular contracture, baker grade ii-iii. This relates to the left side. Device has been explanted and replaced with a non allergan device.